Manufacturer narrative:
Implant date was determined to be (B)(6) 2003 based on the device tracking database. Based on the age of the complaint, a full investigation may not be able to be completed. If further information is obtained, it will be filed in a supplemental report. It is unknown if this complaint was previously reported to arrow or codman. Infection is a known complication as listed on the labeling of the arrow/codman 3000 device. At this time, it is unknown the exact treatment course for the patient; however, the high flow model (which was used by this patient) is indicated and typically prescribed for hepatic artery infusion for treatment of metastatic cancer. It is unknown the exact relationship between the staph infection and pump. The time between the implant and date of death suggests that the infection was likely not immediately post-operative, although the date of the occurrence of the infection is currently unknown. The manufacture and sterilization of the model 3000 is no longer located where this particular device was produced. There is currently no trend to suggest a field sterility nonconformance with the currently implanted model 3000 devices.

Event description:
Device tracking card was returned to intera oncology; family member wrote "deceased 2004 from staph infection from pump."